Event description:
It was reported that the flushing pump squirted water from the auxiliary water channel. The issue was found during a colonoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.